Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 06:46:26. During night drain cycle 17, the patient's ultrafiltration reading was 1748ml, indicating the home patient drained 1228ml more than their maximum programmed fill volume of 1300ml no additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.